Event description:
Healthcare professional reports capsular contracture baker grade IV. Patient had removal and replacement with mentor devices. This submission is for the right side. See MFR report # 2024601-2013-00317 for the left side submission.

Manufacturer narrative:
(B)(4). Device labeling addresses capsular contracture with the following information: patients should be advised that capsular contracture may be common following infection, hematoma and seroma and the chance of it happening may increase over time. The (B)(4) study notes for primary augmentation: capsular contracture iii/IV 15.5%. The (B)(4) study notes for primary reconstruction 17.1% (silicone dfu). (B)(4).